Manufacturer narrative:
Additional information was provided by the clinical specialist on 9/20/2016 indicating that the patient was never discharged following initial lvad implant on (B)(6) 2016. The lvad was implanted on (B)(6) 2016 and the rvad was implanted on (B)(6) 2016. The patient was determined to be acutely unresponsive in the intensive care unit (ICU) setting and underwent neuro surgery in an attempt to relieve pressure. No autopsy was performed. The official cause of death on the death certificate is unknown. Reportedly, the patient's anticoagulation was controlled. The medical team does not deem this event to be a pump-related issue. With a review of the available information, there is no evidence of device malfunctions or performance issues that would impact the event. In addition, the site reported that the event was unrelated to the hvad system. Though the root cause of the reported event cannot be conclusively determined there are clinical factors, including patient comorbidities that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Brain bleed is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following pump was reported; however, it is unknown if the pump was involved in the reported event: serial # (B)(4) catalog # 1103 mfg. Date: 2016-06-01 exp. Date: 2018-06-30. Device will not be returned.

Event description:
It was reported by the vad coordinator that the bivad hvad patient became acutely unresponsive during morning hospital rounds on (B)(6) 2016. The patient underwent urgent computer tomography (CT) scan of the head which revealed subdural hematoma. Emergent craniotomy surgery was subsequently performed. The patient still had significant neurological deficit. Support was withdrawn from patient on (B)(6) 2016. The patient expired. No further information was provided.